Event description:
Customer reported no gas readings on the passport 2 monitor, which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced system's real time clock module. Functional and safety tested unit to specifications.